Event description:
It was reported by an attorney that the patient underwent laparoscopic repair of recurrent ventral hernia and laparoscopic removal of hernia mesh on (B)(6) 2014 and mesh was implanted. It was reported the patient underwent exploratory laparotomy, lysis of adhesions, closure of abdominal wall with recurrent ventral hernia repair and mesh was implanted on (B)(6) 2014. It was reported that the patient experienced abdominal pain following surgery. It was reported the patient underwent recurrent ventral hernia repair and revision surgery on (B)(6) 2018. It was reported that the patient experienced chronic pain and bulging mesh. The patient had a previous mesh implanted on (B)(6) 2009 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2014. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018.